Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified forearm shunt vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed wtih another of the same device. There were no patient complications nor injuries reported.